Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint identified no similar complaints. The reported patient effects of mitral valve injury (tissue damage) and worsening mitral regurgitation (mr) as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. All available information was investigated, and without a device to analyze, a conclusive cause for the physical resistance/sticking associated with difficulty removing the gripper line could not be determined. The reported stretched gripper line appears to be a secondary effect of the difficulty/resistance encountered during gripper line removal. The reported migration (partial clip movement) and subsequent single leaflet device attachment/slda appears to be related to procedural circumstances of the difficulty removing the gripper line. The reported tissue damage resulting in the cascading effect of mr appears to be related to procedural circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other clip referenced is filed under a separate medwatch report number.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure performed to treat functional mitral regurgitation (mr) with a grade of 3. Imaging was challenging. The mitraclip delivery catheter (cds) (90911u189) was advanced and the clip was deployed. After, clip deployment, it was noted that clip had slightly opened; but stayed on the leaflets. As result, a second clip (91210u180) was advanced and the clip was placed. During deployment, resistance was felt when removing the gripper line and the gripper line stretched. The gripper line was removed; however, the implanted clip tilted from its original position and then detached from the posterior leaflet and remained attached to the anterior leaflet (slda). Leaflet injury was suspected as mr worsened to 4. It was not known which clip caused mr to worsen/leaflet injury. Mitral valve replacement was performed on (B)(6) 2020; the clips were removed easily and safely. No additional treatment was performed. No additional information was provided.